Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience skypoint, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo, heavily calcified, heavily tortuous mid lateral anterior descending artery lesion with 95% stenosis. A 2.5x33 mm xience skypoint drug eluding stent (des) was implanted without issue. However, an edge dissection was noted. The dissection was treated with an additional xience skypoint des. There was no clinically significant delay in the procedure. No additional information was provided.